Manufacturer narrative:
The ventilator has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the ventilator was giving vte readings from 0 to 1,500 while on a patient. No alarms noted and no patient harm reported.